Event description:
Concerto stretcher broken at the screw mounting location. No pt was on the trolley when the defect was found, and no injuries were reported to any caregivers.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#1419652) on behalf of the MFR arjo hospital equipment (B)(4) (registration#9611530). Add'l info will be provided following the conclusion of the MFR's investigation.